Event description:
Boston scientific received information that during the implant procedure this patient experienced cardiac arrest with pulseless electrical activity. CPR was initiated and medication given to the patient. Following stabilization, system implant was completed and the patient hospitalized. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.